Event description:
A caller reported experiencing an error with the continuous glucose monitor (cgm), specifically error 42. There was no adverse impact to the customer's blood glucose level. Technical support provided the caller with complete pump reset information, and the caller planned to reset the pump at their convenience and follow up if the issue continued.